Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of the device memory log revealed therapy was available prior to the device battery expiring.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up for approximately two years. The patient presented to the emergency room with a heart rate of 30 beats per minute. Upon device interrogation the device was found to be in storage mode. The device was explanted and successfully replaced.